Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged monitor case) has been confirmed. Upon investigation the monitor belt receptacle was severed and missing. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged monitor. Device evaluation of electrode belt has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt failed fallof test. The failure was isolated to a damaged trunk cable connector. The root cause for the damaged trunk cable connector was physical abuse. No adverse event resulted from the damaged belt.

Event description:
A us distributor returned a monitor and electrode belt and reported they were damaged.